Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system fluoroscopy was not functioning. Review of the system log file showed x-ray generator error. Upon troubleshooting, fse found arcing in tube side. Fse cleaned bathed tube candle and applied silicon gel to candle. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not functioning in the allura system. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.